Event description:
Patient reported left side "breast pain and hardness". Additionally, patient reported "platelet level has dropped to 116 when it used to be 325, a pap smear 6 months ago was abnormal and indicated lesions, and the patient has shingles on their knee" which is not device related. Later, patient reported "this is the 3rd time implants have flipped and hardened", "pain in breast", "diagnostic testing due to the pain" and the following event that is not device related: "platelets have been low for two years". Additionally, patient reported "shingles, low count platelets, pain, and having lots of blood work having been performed." Healthcare professional reported "rupture and pain." The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Device has been explanted.